Event description:
The device was used during an unspecified procedure. Reportedly, the device was difficult to toggle and the needle broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.